Event description:
It was reported that a patient died coincident with automated peritoneal dialysis (apd) therapy. The cause of death was unknown. The patient was not hospitalized prior to death. The patient died at home. Apd therapy was ongoing until the time of death. It was reported that the patient was not connected to the homechoice and was not performing peritonitis dialysis therapy at the time of death. The patient did not have peritonitis as the time of death. It was unknown if an autopsy was performed. A death certificate was not available. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. As the event was not reported until after the device has been serviced, a complete device analysis could not be performed. However, the service document review indicated the device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.